Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly a cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional information was provided.